Manufacturer narrative:
An analysis was performed on the returned device. The malposition of device, difficult to remove, and difficult to open or close are procedure related and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the malposition and the difficult to open or close were due to a sub-optimal position of the device or as per the reported, ¿the suture had deployed with one portion in the vessel and the other foot outside the vessel¿ due to the procedural circumstances. The difficult to remove likely resulted from the difficulty with closing the foot. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the highly calcified right common femoral artery using a prostyle after a percutaneous coronary intervention with a 6f sheath. Reportedly, the prostyle device deployed and the suture was harvested. The device was stuck in the vessel. The physician rotated the device one direction and then the opposite direction. The footplate lever was able to be lowered; however, the inferior foot would not go back into the guide. It was thought the suture had deployed with one portion in the vessel and the other foot outside the vessel. When the prostyle was removed, the suture came out of the anatomy with the device. A non-abbott device was used with manual compression to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.